Manufacturer narrative:
(B) (4). The pump has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is completed. The device is included in the medical device safety alert, model 8637 synchromed ii implantable drug infusion pump battery performance, physician communication (july 2009).

Event description:
It was reported that the patient implanted with this pump reported extreme morphine withdrawal symptoms after several years of successful pain therapy with the patient's implanted device system. Upon pump interrogation, the logs showed a motor stall with no recovery present. The patient was hospitalized and given oral morphine for his withdrawal symptoms. The patient's pump was replaced.